Event description:
It was reported to philips that the allura system makes exposure, but no image is displayed on the screen. No harm to user or patient was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned/non-emergency treatment procedure. The procedure was completed after a delay following a restart of the system. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. Analysis of the system log files was done. Troubleshooting showed that the image processor board card (ipb) self-test had failed and it was suspected that the ipb had experienced an error. The customer performed a "hard shutdown" of the system and the system was returned to use in good working order after the restart. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of imaging occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of imaging that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.